Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 06/07/2018 electrode belt: 12/15/2017

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. It was reported that the patient was unconscious and the lifevest was alarming. It was reported that the patient's passing was cardiac related. Per clinical review of the available ECG data, asystole was detected at 16:29:44. ECG shows ventricular fibrillation (vf) with electrode lead fall off and motion artifact. During this time, from approximately 16:19:53 on (B)(6) 2020 until the device shutdown at 08:09:09 on (B)(6) 2020, the patient was in sinus tachycardia at 130 bpm with pvc's degrading to vf with motion artifact and electrode lead fall off. The rhythm then degrades to asystole with motion artifact and electrode lead fall off. From approximately 16:20:06 to 16:25:04, CPR/motion artifact and electrode lead fall off prevented detection. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.